Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test alarm every day at the same time for four days. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
Radiofrequency failed self-chest alarm during self-test due to faulty connector on radiofrequency board. Device had minor scratched lcd window, cracked reservoir tube lip.